Event description:
It was reported that during a left lung resection procedure, after firing the device, the doctor found bleeding in the incision. He found half of the blood vessel was sewed, and the other did not be sewed because of some malformed staples. Then the doctor added hand sewing to complete the operation.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.